Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheating occurred. Customer switched to another pump in about ten minutes. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) while on the phone with customer, the mechanism of overheating and the possible reasons for occurrence was explained and the problem was resolved. No work required.